Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer jumped into the pool while wearing the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.